Event description:
It was reported that the customer had a no delivery alarm on the insulin pump and hospitalized due to high blood glucose level. The customer's blood glucose level was 600. The customer was treated with IV drips and insulin drip. The patent was admitted to (B)(6) and then took to manchester memorial on (B)(6) 2015. The patient stay in the hospital for 3 days. The cause of hospitalization as per healthcare provider is diabtec ketoacidosis. The customer was advised that the cause of no delivery alarm was bent cannula. The patient was advised to change set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.